Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) doesn¿t charge anymore. They stated that they have been in the hospital a few times recently, as they have been having problems with their electrolyte balances; potassium level of 1.12. The patient mentioned that their body was jerking up and down, and kind of jarred the placement of the ins. They said their body was looking like it was ping-ponging off the bed. The patient noted it may have looked like a seizure, but it was not one. The patient was hospitalized in (B)(6) 2016, and again on (B)(6) 2017. Their ins stopped charging on (B)(6) 2016. No further complications were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she hadn¿t charged for about 1.5 years, couldn¿t charge and she had been hospitalized several times for her spine pain. The patient stated that when she was hospitalized the implant wasn¿t recharged and she decided that she didn¿t believe it was helping with the pain and that she wouldn¿t use it. The patient noted she couldn¿t remember if stimulation just wasn¿t in the correct area or it if was and just not covering her pain. The patient mentioned that stimulation was for her lower back, the wire was in her upper back and that she had one reprogramming session. The patient added that a neurologist she had consulted with told her that due to scar tissue in her back the next time she had a back surgery they would need to go through her stomach.